Manufacturer narrative:
Since the initial report was filed, the investigation into the left ventricular wall perforation has completed. The pump was returned and no major deformities were fond. The data logs revealed alarms of the pump being out of proper position following patient movement. The imaging which would confirm the pump being in the pericardial space was not shared for analysis. The root cause of the perforation could not be determined. However, the physician had noted that during patient movement the perforation could have taken place. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation is on-going at this time. Upon completion of the investigation, a final report will be filed regarding the left ventricle perforation.

Event description:
The complainant had a patient admitted for a high risk coronary angioplasty of the left main and left anterior descending coronary arteries. The team placed an impella cp for hemodynamic support during the angioplasty. After the successful angioplasty, imaging was performed and a pericardial effusion and left ventricular perforation by the impella was diagnosed. The patient was treated surgically and the impella was positioned back into the appropriate location within the left ventricle. The patient received blood products. After two days of support, the impella was weaned and explanted successfully.